Event description:
Procedure: lap chole. According to the reporter: the distal black shaft broke. Nothing fell into the pt's cavity. Operative time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).